Manufacturer narrative:
Title: a study investigating the perfusion of colorectal anastomoses using fluorescence angiography: results of the flag randomized trial source: the association of coloproctology of great britain and ireland. 22, 1147¿1153 online publication: 20 february 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2018 and 2019, which evaluated the efficacy of indocyanine green (icg) fluorescence angiography (fa) in reducing the incidence of anastomotic leakage following stapled colorectal anastomosis. 377 patients underwent sigmoid and rectal resection and were divided into two groups, with and without icg fa. A circular stapler was used using a double stapling technique in all cases. The following post operative complications were reported: anastomotic leaks in 48 patients, reoperation in 7 patients due to anastomotic leak (6 of those patients having anastomotic resection and creation of end colostomy). The average postoperative length of hospital stay was 8 days. Other complications not related to the device were; wound infection, paralytic ileus, urinary retention, abdominal bleeding and mechanical ileus.